Manufacturer narrative:
Updated: h6, h10. Corrected: h4. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the gap between acoustic lens and ultrasound probe could not be determined olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the that the cleaning brush stuck in the channel of the evis exera ii ultrasound gastrovideoscope. Inspection and testing of the returned device found that there is a gap between acoustic lens and ultrasound probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found: due to a crack on the scope-connector, water tightness is lost. Due to clogging of the balloon suction tube, the balloon cannot be deflated. Due to damage on ultrasonic probe, displayed ultrasound image is defective with missing elements. There was a gap between acoustic lens and ultrasound probe. The adhesive on the bending section rubber has wear. Due to wear of angle wire, bending angle in up direction does not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.